Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via field representative regarding patient with scoliosis diagnosis involved in spinal therapy. It was reported during intra-op, set screw plug slipped. Product was replaced. There is no patient symptoms or complications reported as a result of this event. There is no additional surgery performed. Patient is alive and no injury. Therapy involved was correction of spinal deformity.